Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend. X-rays were provided; however, the product was not returned. Evidence that product in specification when used, undetermined.

Event description:
Allegedly revised due to hinge base stem breakage.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 10435342012-00524, 00525.